Event description:
Boston scientific received information that an alert was detected for this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system as it exhibited zero ohm shock impedance measurement. Atrial burden alert (aab) was also noted. Additional information obtained from the field representative indicated that the cause was not determined. The physician will continue to monitor the patient. This device and lead system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.